Event description:
It was reported that the customer was unable to charge the pump using the tandem-provided usb charging cable and wall power adapter. There was no adverse impact to customer's blood glucose level. Multiple contact attempts were made by tandem technical support to obtain additional information regarding the issue; however, the customer did not respond.